Manufacturer narrative:
Concomitant medical products: enew2020c82e stent graft, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced dizziness and shortness of breath. It was also reported the right atrial (ra) lead exhibited, undersensing of atrial fibrillation (af) noted during episodes with atrial detection appropriate. The ra lead remains in use. No patient complications have been reported as a result of this event.